Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screw extractor broke in the patient during use. A guide was being used at the time. There was no patient harm. A different method of screw extraction was used. This report is for file (B)(4).